Event description:
It was reported the s7-3t transducer was leaking an oily fluid. This was associated with an epiq cvx ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed. The service engineer initiated the replacement of the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.